Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, lack of mobility, metallosis and loosening. Although litigation alleges loosening, we are unaware of which product it's referring to. Should additional information be received, the complaint will be updated accordingly. Update (B)(6) 2015 - pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (confirmed by labs), metallosis, and metal debris. There was no mention of loosening. All components were well fixed. The stem is being added to the complaint and part/lot is being updated for the liner/head. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.